Manufacturer narrative:
The referenced previous admission for suspected thrombus was reported under MFR. Medwatch # 2916596-2018-02547. Explanted date is unknown. Approximate age of device ¿ 2 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on an unspecified date due to elevated lactate dehydrogenase (ldh). The explanted pump was returned to the manufacturer. Additional information was requested, but none provided.

Manufacturer narrative:
Investigation conclusion: the reported event of possible pump thrombosis was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). (B)(4) was returned assembled with the driveline (dl) severed approximately 2¿ from the pump housing. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned with the pump and was secured to the inlet tube with green sutures. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The pump appears to have not been properly drained post-explant. Evaluation of the sealed inflow and outflow conduits revealed loose depositions of coagulated blood that appeared to have developed acutely, but no evidence of developed depositions or thrombus formations. Upon disassembly of the pump body, examination of the distal-side of the inlet stator revealed a dark red ring-shaped thrombus formation surrounding the inlet bearing cup. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, it could have contributed to the patient¿s elevated ldh, as well as the power elevations that were confirmed through the submitted log file. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial medwatch report was submitted as a serious injury. It was subsequently reported that the patient expired due to the reported event.

Event description:
It was reported that the patient expired after a planned lvad disconnect due to suspected pump thrombosis. The patient was not a candidate for pump replacement or transplant.